Manufacturer narrative:
Pump received with blank flashing white display and missing segments. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display and missing segments. Pump was cut open to perform visual inspection and found cracked lcd glass, bleeding on lcd glass and cracked lcd controller. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and minor scratched lcd window. Blank display and missing segments due to cracked lcd glass, bleeding on lcd glass and cracked lcd controller. Cosmetic damage was not confirmed on the lcd window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary. 2. Section h6 - removed medical device problem code 1183 (display anomaly-blank display) and 1184 (display anomaly-flashing mdt logo). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: as per additional information received, flashing medtronic logo and blank display was not alleged.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed that the insulin pump was flashing the medtronic logo, several cracks on the screen, and flashing white/black screen. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and customer reported a flashing or solid white screen. The issue was not resolved. No harm requiring medical intervention was reported. Mmt-1885 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.